Event description:
In 5/2003 gems-it was notified of the following: while a nurse was inserting a tram into a tram rac the wall plate screws came loose. This caused a display and gcx arm to fall onto the nurse injuring them. The hospital purchased this arm directly from gcx and was installed by the hospital's independent contractor.